Event description:
It was reported that while the ventilator was connected to a pt technical error code indicating disabled valve was generated and ventilator stopped. (B)(4). (B)(4).

Manufacturer narrative:
(B)(4).